Event description:
It was reported that faradrive steerable sheath clear was selected for faradrive steerable sheath clear. Prior the insertion of farawave catheter into the faradrive sheath, the valve leak was noted by the physician. Thus, the sheath was replaced with another same lot sheath, the leak issue was noted. Thus , third sheath was used and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.